Event description:
It was reported that the tip of the driver broke off when inserting a screw. The tip was retrieved from the patient. There is no report of symptoms due to the event.

Manufacturer narrative:
The driver did not return for evaluation. The lot number was not provided; therefore, a review of device history records cannot be performed. Photographs were not provided; therefore, the complaint cannot be confirmed. Based on the information, a root cause cannot be deteremined. If additional information and/or the device is provided a supplemental report will be filed accordingly.